Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider(hcp) regarding a patient who was implanted with an implantable neurostimulators (ins) for parkinson¿s dual and movement disorders. It was reported the patient had an eri code. It was noted that the patient was currently in the hospital due to stopping mid-way in the hall at home and became confused, they didn't know where they were. There had been no diagnosis yet, but a previous call today indicated MRI or CT scan may be needed. It was unknown which ins was affected. The eri appeared to be due to normal battery depletion. This was noted as a sudden change of symptoms. It was also mentioned the patient urinated themselves and they couldn't seem to remember what they were doing or remember people around them. No further complications were reported as a result of this event.